Manufacturer narrative:
(B)(4). Date sent: 9/29/2022. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the 0113m device was received with damage at the tip of the electrode as well as damage to black insulation. The electrode has excessive charred eschar and is melted on the distal tip of the device, and black insulation is slightly melted at the distal end. The likely cause of the damage to the 0113m electrode is contact with other instruments and likely was grasped with another instrument (i.e. Hemostats). The evidence suggests that the current strayed from the larger damaged area on the electrode, evident by the characteristics of being blackened and melted, which resulted in the reported flame. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications.